Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for postlaminectomy pain. It was reported that the patient's previous implantable neurostimulator (ins) did not work very well. The caller stated she just suffered with it until a new one was put in maybe 2-3 years ago. The caller also stated the previous ins was "too deep to remove." The caller stated now she had her new ins and it's working great. No symptoms or further complications were reported/anticipated.